Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a neurovascular planned treatment was performed when the issue happened. The procedure was completed ping out. After reviewing log by restarting the same system. The remote service engineer (rse) analyzed the system remotely and confirmed collimator closes on its own without request. Review of the system log file it shows ui was commanding the shutters to close, for as long as 21 seconds. Rse suspected that the collimator joystick (switch) was jammed temporarily on the geo controller. Actual cause of the issue was found to be geo imaging control module. To resolve the issue distributor replaced control module, after distributor replaced control module, the system was returned to use in good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the procedure was completed, and the system is restarted after some time. The procedure was completed by restarting the same azurion system. This scenario includes that the system is restarted normally. Since the colorimeter issue resolved with normal restart and procedure is completed on same azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's collimator was closing on its own, which can prevent imaging. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.